Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested (B)(6) for (B)(6) (18cfu/40ml) and from the auxiliary channel of the subject device tested (B)(6) for (B)(6) (>100cfu/20ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 and etd-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".